Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2017 until (B)(6) 2018 (48 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual investigation of the returned pump indicates a defective air-side layer of the triple layer membrane. A detailed investigation of the returned pump is currently ongoing.

Event description:
Berlin heart inc. Was informed by the clinic on (B)(6) 2018 that the right excor blood pump of a patient supported in the bvad configuration was no longer completely emptying. An adjustment of the ikus parameters did not improve the pump behavior. The clinic provided berlin heart inc. A video of the event. After evaluation of the video, berlin heart inc. Recommended an immediately exchange of the affected excor blood pump due to a suspected membrane defect. The affected right excor blood pump was exchanged by trained personnel in the clinic. The replacement of the blood pump was without complications and the patient is doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). During initial analysis, an air cushion was observed between the air-side and middle layer of the triple layer membrane. Functional testing indicated that the pump did not meet its required specification. The pump was disassembled for evaluation and a leak was detected in the air-side layer of the triple layer membrane. The other two layers displayed no defects. The cause of the failure was most likely the diminished graphite coating. The graphite particles that formed due to the abrasion between the membrane layers most likely caused increased friction at certain points which finally led to the defect in the air-side layer of the membrane. When this defect occurs, air can get between the membrane layers and form an air cushion, which reduces the pump performance.